Event description:
It was reported that the lead have had non-capture since 2008. It was also reported that the lead appeared to have been dislodged according to the amount of slack apparent in the pocket and that the dislodgement could have been the contributing reason why the lead had non-capture. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segments and analyzed. There were no anomalies found. It was noted that the distal conductor was stretched, and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and metal ion oxidation and cosmetic depression. There was apparent explant damage visually noted.